Manufacturer narrative:
(B) (4). (B) (4). Anti-backup failure, indicator wheel failure. (B) (4) the analysis results of the device found that it was received in good visual condition. During the activation of the trigger, the antibackup feature was noted to be non-functional causing one unformed clip; possible cause for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining nine clips were conforming and then, the device locked out as intended but the orange indicator was beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the first firing the device stuck closed on tissue.the device was opened with excessive force. Another device was used to complete the case with no patient consequence.